Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6: health effect - clinical code - tics/tremor - 4425.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2025. According to the patient, on (B)(6) 2025, early in the morning, around 5:00 a.m., the patient began to breathe strangely. The patient was unable to recall any details after this occurrence. The patient stated the patient¿s husband noticed that she was breathing strangely and that she was not responding to what he was saying to her. The patient experienced muscle collapse, an epileptic episode, tremor and at some point, experienced coma. The husband called for an ambulance and the patient was taken to the clinic. There the patient was treated with ¿sugar solution¿ (meant to be IV glucose). At an unspecified time of the event the cgm reading was 160 mg/dl and the bg reading was 117 mg/dl. At the time of the report the patient was very unwell, and her muscles were weak. The patient was currently on sick leave. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.